Event description:
It was reported that the zimmer air dermatome was not working and had a leak in the cord. No additional clinical info was received prior to this report. A follow up medwatch will be submitted if additional clinical info is received.`

Manufacturer narrative:
Beginning 05/31/2012. United states and canadian customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customer were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and evaluation. The service record indicates that the device was mfg on 03/13/1989 and was last repaired on (B)(4) 2006 for a non-related issue. Evaluation of the device observed that customer returned two hoses; extra-length hose had nicks and cuts and standard length hose had no visible issues. All width plates returned by the customer were damaged and wear to the thickness control lever and head was observed. Additionally, the control bar was nicked along the leading edge. The device did not operate; air passed through the device and back into the hose. This behavior was observed with both of the customer's hoses, as well as the repairs department test hose. Prior to repair, the device was outside calibration specifications at the zero thickness setting on the left and right side and the side to side. Also, the device was outside calibration specifications at the 0.0100" setting on the right side. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The device was serviced and returned to the customer.